Event description:
It was reported the patient had an MRI on (B)(6) 2013 and she was not able to go to hcp office to get her pump checked after the MRI. The patient believed the pump did not resume functioning correctly since the MRI because she was feeling nausea, and not her normal self which was unusual for her. The patient thought she may be coming down with a cold. The MRI was for the thoracic and was not related to the pump. It was recommended for the patient to follow up with their hcp the next day to have the pump checked. The pump was delivering fentanyl, dilaudid and marcaine. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).